Event description:
Loss of osseointegration - primary stability was achieved, implant was completely covered by bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, bone resorption, mobility.